Event description:
It was reported that foreign material was found in the package of a ngage nitinol stone extractor during a transurethral lithotripsy (tul) procedure to remove a urinary stone. Before unpacking the device, the user noticed the foreign material in the package and did not use the device. A similar-like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d4 (primary UDI number). Investigation ¿ evaluation: it was reported that foreign material was found in the package of a ngage nitinol stone extractor during a transurethral lithotripsy (tul) procedure to remove a urinary stone. Before unpacking the device, the user noticed the foreign material in the package and did not use the device. A similar-like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, packaging instructions and instructions for use (IFU), as well as a visual examination of the returned device, were conducted during the investigation. The complaint device was returned in an unopened package with label. Upon visual inspection, a piece of tyvek material was loose in the sealed package. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Cook has concluded that that this issue is an isolated incident, and there is no evidence of additional nonconforming devices in house or out in the field. However, the lot will continue to be monitored. Cook also reviewed product labeling. The IFU packaged with the device provides the following information related to the reported issue: 'sterile if the package is unopened or undamaged. Do not use if package is broken.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded the cause of the complaint is manufacturing related. Complaint awareness form was completed by operator. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.